Manufacturer narrative:
(B)(4). Evaluation of the returned device confirmed the reported permanent loss of "y" icon.

Event description:
Consumer reported permanent out of range signal. The consumer did not report any medical intervention or injuries.